Event description:
It was reported that during the device replacement procedure, this left ventricular (lv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. The lv lead was then disconnected and measured with pacing system analyzer (psa) and the impedances were high at 4000 ohms. It was noted that the lead conductor was fractured. Subsequently this lead was not replaced as a different vector was used for stimulation and measurements of other vectors remained unchanged. Reprogramming was successfully performed. No adverse patient effects were reported.